Manufacturer narrative:
Stryker informed the customer that the device is past its service life and should be removed from service. The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device is giving a "connect electrodes" message, even though it is connected, during testing, as a result, defibrillation therapy may be delayed or unavailable, if needed. There was no report of patient use associated with the reported event.